Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, during the procedure, a wallflex enteral colonic stent was attempted to be implanted within the patient's colon; however, the stent could not be deployed. Reportedly, there was a lot of tumor present at the target site and the sheath would not retract. The entire device was removed from the patient. No visible issues were noted to the device. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
Patient is over 18 years old. The evaluation findings of catheter delaminated (ptfe coating detached). A visual examination of the returned device found that the stent was fully mounted. The outer sheath was stretched for a distance of 180mm distal to the deployment handle, and it appeared kinked and accordion slightly distal to the stretching. Additionally, a kink was noted in the outer sheath at the proximal end of the mounted stent. Functionally, it was possible to partially deploy the stent by approximately 33mm; however, resistance was noted. It was not possible to fully deploy the stent. The shaft of the device was dissected proximal to the mounted stent and the stent was deployed distally. An examination of the deployed stent and the stent holder found no anomalies. An attempt was made to retract the outer sheath post dissection; however, it was still not possible. The inner shaft was removed by pulling it proximally through the outer sheath. The inner shaft was then reinserted and resistance was felt. A plastic like material was pushed out of the outer sheath. The material was determined to be some of the polytetrafluoroethylene (ptfe) coating that had detached from inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.